Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is an instrument and not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a disc replacement procedure at level c6-c7 the retainer screw went through the posterior wall of the vertebral body a few millimeters while the surgeon was inserting the retainer screw. It was near the spinal cord, but no patient harm was reported. The screw was removed and a rescue screw, which is shorter with a wider diameter, was used in its place for temporary retention. Both the initial retainer screw and rescue screw were removed and discarded. There was a five minute delay in the procedure. The procedure was completed successfully with no additional medical intervention needed and the patient status/outcome is reported as fine. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.